Event description:
In this event it is reported that c-pilot files cc+ sterile broke during use. Reportedly the file was lost in the patient's mouth during treatment but it is reported that there is no injury to patient. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted. Trend analysis shows this is the only complaint for this lot number.